Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "pancreatitis and viral infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella® with lidocaine in the under-eye area. Thirteen years later, patient experienced swelling at the injection sites following [non-device related] pancreatitis and [non-device related] flu infection. Symptom resolution is unknown.